Manufacturer narrative:
The device is no available for analysis, therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type an indicated as such in the instruction for use.

Event description:
It was reported that a patient who underwent water vapor therapy procedure, developed multi-stage stenosis of the bulbo membranous urethra, prostate and bladder neck, the patient was treated with cystocatheter-type urinary derivation for months. Later, the patient required surgical intervention with complex bulbo membranous urethroplasty and bladder vy-plasty. The patient condition was unknown.